Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event occurred on unspecified dates of december 2023, further described as a "few times over the last week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags came loose from the valve sets which resulted in a leak; further described as "tubing sprays fluids all over". This was discovered while filling the bags using a tpn compounder in the sterile compounding clean room. There was no patient involvement. No additional information is available.